Event description:
It was reported that a vns patient was experiencing an increase in seizures. A battery life calculation showed the generator had not reached end of service yet. Clinic notes for the patient revealed the seizures have also increased in intensity. It is unknown if the seizure increase is above, below, or at pre-vns baseline. Good faith attempts to obtain additional information have been unsuccessful to date. Generator revision surgery is likely.